Event description:
A day after the pt was treated with cosmoplast in the nasolabial folds and lips, symptoms of inflammation, edema, and pain appeared on the middle bottom of the lip. The physician prescribed topical ointments and oral medrol dosepak along with oral valtrex. Further follow up information provided by a company representative spoke with the physician who noted concomitant use of artecoll in the nasolabial folds during this same treatment. Additionally, the pt has presented with numbness spreading to under the eyes and huge blister sores on the lips.

Manufacturer narrative:
Medwatch sent to FDA on :07/20/07. Quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.